Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/07/2016 with the following findings: during testing, it was observed that the "ok" button contact was damaged. Unrelated to this issue, the keypad was torn. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a damaged "ok" contact button. This report is made based on results of investigation completed on 09/07/2016.